Event description:
It was reported that during an interrogation the patient with this left bundle branch lead reported experiencing muscle stimulation attributed to pacing. This implant location is considered off label use of our devices. This lead was turned off and a chest x ray was performed. This lead remains in service. No additional adverse patient effects were reported.